Event description:
It was reported that during a laparoscopic gallbladder removal procedure, the device failed to clip properly. The clips came out in the shape of scissors. The original case completed with same like device. The patient had to be re-intervened 48 hours after the surgery for bleeding. In this case, the surgeon noted that the clip had slipped off its original position where the bleeding occurred and that all the clips were scissor shaped. The device was discarded after the original surgery as the surgeon was not aware that the clips had failed until the bleeding was later detected on patient. During interview, the surgeon showed signs of appropriated use of the clip: assertive paused firings (plastic to plastic), no parallel forces were noted on the jaws of the clips, the clips were noted to be positioned properly inside the jaws but when they were deployed, they came out with the scissor shape.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: were all the clips scissored? ¿ according to the surgeon he remembers seeing all the clips scissored when they reintervened the patient. What was done to address the scissored clips intra-op? ¿ this info is not available. We were just told that the patient was reoperated to address the bleeding problems. Were there any issues noted with feeding the clips? None. Was the device fired over an existing clip? The surgeon specifically said no to this question. Did the procedure drive the need to apply torque or twist the device? The surgeon specifically said no to this question. Was the device used for a cholangiogram? Unknown. Was the surgeon able to visualize proper occlusion of the clips prior to closing the patient? In some of the clips yes, in some others no. How many clips were fired on the patient side and specimen side? Unknown. Was this an emergency or planned cholecystectomy? Unknown. Did the patient have any pre-existing conditions? Patient¿s anatomy present with any challenges for the case? Unknown, patient info is confidential. What is the patient¿s current status? She is recovering well. Is the patient expected to have a full recovery? Unknown, patient info is confidential. Patient¿s sex, age, and weight? Unknown, patient info is confidential. How long has this surgeon been using this device? +3 yrs. Are there any x-rays, videos, or pictures available for ethicon review? None available.